Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced scratches on the screen, the batteries lasted less than 7 days, the pump was rejecting the new batteries, and the buttons were less responsive. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1884.

Manufacturer narrative:
The sc1 cap and reservoir locked properly into reservoir compartment during testing. The pump passed the self test, sleep current measurement test and active current measurement test. All currents are within spec range. The pump was monitored and no unexpected power loss noted during testing. No unresponsive keypad/ button noted during testing. No failed battery test noted. Pump¿s history and trace files downloaded successfully using thump software. Power management tool confirmed unloaded vlith voltage and loaded vlith voltage is within specs. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The following were noted during visual inspection: minor scratches on lcd window, cracked keypad overlay and scratched case. Battery cycle 6.0 received the low battery alert (104) on (B)(6) 2025 20:17:00 after more than 7 days at 11.82 days. Battery cycle 3.0 received the low battery alert (104) on (B)(6) 2025 00:25:00 after more than 7 days at 24.35 days. Battery cycle 2.0 received the low battery alert (104) on (B)(6) 2025 06:24:00 after more than 7 days at 21.39 days. In summary, customer alleged failed battery test not confirmed. With reference to the baat tool instructions, customer did not experience an unexpected power loss of less than 7 days per the pump history records. Keypad/button unresponsive not confirmed. Cracked display window not confirmed. -charge/battery lasts less than expected not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.